Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Stem/neck impingement, hip pain. Surgeon did head/poly swap.

Manufacturer narrative:
A review of DHR found no discrepancies. Conclusions: the event was confirmed through medical records. The root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Stem/neck impingement, hip pain. Surgeon did head/poly swap.